Manufacturer narrative:
Additional information received from the representative states the out of range alert was increased and the patient will continue to be monitored. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead exhibited a high shock lead impedance measurement of 126 ohms. Additionally, it was noted the impedance measurements had been gradually increasing with only one measurement reaching out of range. Technical services discussed programming options. No adverse patient effects were reported.